Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted on (B)(6) 2012. The catheter was in use for 5 months and 28 days. The catheter leaked at the base of the y junction of the catheter body. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.